Event description:
A customer contacted beckman coulter inc. (Bci) to report a coulter clenz cleaning agent leak in the beckman coulter coulter lh750 hematology analyzer. The customer noticed the leak dripping from underneath the flow cell during shutdown. The user was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the event. No exposure to mucous membranes or open wounds was reported. Medical attention was not sought. No death or an affect to patient treatment are associated with this event. (B)(4).

Manufacturer narrative:
On (B)(6) 2011 a bci field service engineer discovered the sample line had come off the bottom of the flow cell. Fse replaced the flow cell sample line. Repairs were verified per established procedures and results meet published performance specifications. Root cause for the leak was associated with the loose flow cell sample line.